Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead became dislodged "months after implant." The lead was explanted and replaced. No patient complications have been reported as a result fo this event.